Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor, designator c4. The shorted capacitor damaged the pcb, which opened the trace on the pcb between capacitors c4 and c25.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.